Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the inner needle sometimes gets stuck in the open position so the cutter did not cut. It was replaced with another cutter. No patient injury reported.

Manufacturer narrative:
Evaluation completed. One opened bl5612 pouch from lot v5121 was returned. The expiration date on the label is 2016-12. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris system. The cutter does not cut. The inner needle does not reach the cutting edge.